Event description:
It was reported that the patient¿s generator had slipped from its initial position and that the patient was able to put four fingers behind the generator. The surgeon determined that the patient does not need a generator replacement and just needs to have the generator repositioned with a new tie down. Additional relevant information has not been received to date.